Manufacturer narrative:
After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 (irving, tx as manufacturing site) and submitted under manufacturer report number 3016438761-2020-00093. All further information will be documented under MDR number 3016438761-2020-00093.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely decreased architect tsh result on one patient. Results provided: (B)(6) 2020 sid (B)(6) = < 0.01 uiu/ml, repeated on another architect = 2.8 uiu/ml which agreed with patient history and ft3/ft4 results. No impact to patient management was reported.